Event description:
The floppy portion of the distal tip of the spiderx wire detached and remained inside the artery. No intervention has been reported. After multiple attempts, no further info can be captured.